Event description:
It was reported that during a da vinci ventral hernia repair procedure, the wire on the mega needle driver instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at wrist. The other cables at the wrist are not damaged. No other damage was found. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. It has been determined that the customer reported event as initially reported does not meet the criteria of a reportable event, as the information provided did not suggest that an adverse event occurred. Recurrence of the broken grip cable found during failure analysis investigation is not expected to likely cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. In addition, no adverse event or incident was alleged to have occurred. Based on the failure analysis investigation findings, this MDR report is being retracted.